Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hosp, field contact or dist. Eval summary: qa analysis revealed that the catheter was returned with blood on the sidearm, hypotube shaft, and in the guide wire lumen. There was contrast in the inflation lumen. The stent and protective sheath were not returned. The balloon had crimp marks where the stent had been between the markers and was tightly folded. There were no kinks noted to the inner member. There was no damage noted to the catheter. The tip seal length was measured. This met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the intended lesion was heavily calcified. The procedure began with an attempt to pre-dilate the lesion; however, the competitor's balloon dilatation catheter ruptured due to calcification. This rx vision stent delivery system (sds) was advanced to the treatment site, but the sds had difficulty crossing the lesion when the stent had dislodged from the balloon, residing just proximal of the intended lesion. Results from qa tech analysis of the returned rx vision delivery system did not observe any damage to the balloon or shaft that may have contributed to the reported difficulties. Crimp marks were visible on the tightly folded balloon, between the balloon marker bands, suggesting that the stent was originally positioned correctly and securely at the time of MFR. The tip seal length was measured and verified to be within spec. The analysis results do not indicate a sds quality problem and based on the reported case details, the difficulties experienced during the procedure appear to be related to the operational context of the device. Product performance engineering will monitor the incident circumstances. It should be noted that the instructions for use (IFU) cautions against using this stent in "resistant (fibrotic or calcific) lesions that cannot be pre-dilated (lesions resistance to complete balloon inflation at 20 atm)." It further states: "should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit." All stent delivery systems are 100% visually inspected online for damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security when exposed to tortuosity. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury - medical intervention / permanent damage. Reporting rationale: unsuccessful attempt to snare stent / stent implanted in unintended site. Device issue: stent dislodgement. It was reported that the procedure was to treat a heavily calcified lesion in the lad. An attempt was made to pre-dilate the lesion with another co's balloon, but the balloon ruptured due to a piece of calcification. The vision was then advanced, but was having difficulty crossing and the stent became dislodged just proximal to the lesion. An attempt was made to retrieve the stent with a snare device, but was unsuccessful. Then a 1.5 balloon was placed inside the stent and slightly inflated to try to pull the stent back, but this was also unsuccessful. As the stent was now partially expanded, a 2.5 balloon was used to deploy the stent at this location (unintended site). Another stent was then able to advance through the vision and was successfully implanted in the target lesion. No pt effects were reported. No add'l event or pt info is available.